Event description:
The present incident happened outside the us, in (B)(6) . According to the received information, the patient was injected on (B)(6) 2020 in the glabella and in the cheek bone with rha 3. On the (B)(6) 2020, according to the injector the patient experienced in the area of the glabella a vascular occlusion, hard pain, an edema in the left eye and a "blue livido color" of the skin.